Event description:
It was reported that a user¿s ilet system generated alert 38 indicating consecutive stalled motor while the cgm was reading high, and after coordination with the school nurse, a dry run was performed without recurrence of the alert followed by a supply change and resumption of insulin delivery. Symptoms included hyperglycemia with a blood glucose level of 400 mg/dl. Outcomes included the need for troubleshooting and education with restoration of therapy. Investigation included remote technical assessment and guided user troubleshooting. Investigation of this case revealed that the alert did not recur during testing and insulin delivery resumed after replacing supplies. It was concluded that the cause of the hyperglycemia and the motor stall alert was unclear, with the device functioning as expected after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.